Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a metal stenting procedure for a malignant 7cm stricture in the duodenum, performed on (B)(6), 2010. According to the complainant, there was resistance felt while attempting to deploy the stent, and then it completely failed to deploy. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; tear in the sheath.

Manufacturer narrative:
Initial examination of the returned device noted that the stent was fully mounted. It was noted that the shaft of the device was severely kinked and that the outer sheath had a partial circumferential tear distal to the deployment handle. When an attempt was made to retract the deployment handle, a restriction was met as the distal end of the stainless steel shaft was catching on the tear in the outer sheath. The shaft of the device was dissected proximal to the mounted stent, and the inner lumen and stent were withdrawn. Examination of the stent and the stent holder found no anomalies. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.